Event description:
Existing btk vdd ICD lead from 2016 with btk vr/vdd ICD. Shock delivered inappropriately on (B)(6) with high impedances on rv portion of lead on (B)(6). Ra sensor was all noise at assessment on (B)(6) however rv had returned to normal. A large amount of calcification was found in the pocket with a ~2cm ball of calcium wrapped around the lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).